Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields were updated based on the product being returned for evaluation.

Event description:
The customer reported the tips of two elevators broke. No adverse events were reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Three (3) elevator #301 (pn 09-0257, lot# 011014a14, manufactured february 5, 2014) were returned without original packaging for broken and bent tips. The elevators were visually evaluated and a small portion of the tip was found to be fractured on two parts and bent on the third part. The broken tip fragments were not returned. The elevators show signs of normal wear from typical use. No discoloration was seen on the parts. The device history records were reviewed and no non-conformances were associated with this lot of parts. The most likely cause of the complaint was operation of instruments outside of the intended use, resulting in failure.